Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned. And an specific root cause of the reported event could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center and light source displayed error codes b30 and e216 (scope communication errors) when the colonovideoscope was used during a procedure. Olympus technical assistance center provided troubleshooting steps and upon further follow-up, the customer reported that the problem was narrowed down to a single scope. The issue appeared resolved although specifics were not supplied. It was additionally reported that the procedure performed was a colonoscopy and that the scope shot error messages as soon as it was turned on. Other scopes were used after the first scope gave an error, but the code still showed. After hooking up a scope that used the pig tail attachment, it began to work. The user went back to one of the other scopes used and it also worked. The procedure was delayed a little over an hour while the patient was under general anesthesia. It was completed after the issue was resolved using a different scope. There were no reports of further patient harm.